Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment this coil did not detach, and the physician removed it. Change another coil and procedure was completed. No patient injury was reported. No further information available from the customer.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was still attached to the pushwire. The instant detacher was not returned as it was discarded. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube), but the tack weld replacement (twr) crimps were found to be loose. The pushwire was found to be bent at multiple locations from the proximal end. There was an appearance of dried blood and / or contrast on the pushwire, detachment zone, and implant coil. In addition, there was an appearance of blood in the skive area. The axium coil was then placed in a cleaning solution for 1 hour. Under the microscope, the coin appeared to be located against the lumen stop. The pushwire was intentionally broken distal to the break indicator, and an attempt was made to pull back on the release wire; however, the coin did not pull back from the lumen stop. During an attempt to remove the outer jacket, the coin, and the hypotube inadvertently became cut at proximal to the lumen stop and the implant coil detached from the distal end of the hypotube. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. The coin located against the stop was the likely cause for the failure of the implant coil to detach from the lumen stop. The cause for the coin located against the lumen stop could not be determined. The presence of dried blood and / or contrast on the coin and within the skive area may have prevented the coin from pulling back from the lumen stop during testing. It is possible that the pushwire became bent during return to medtronic for evaluation, as the customer did not report the bends in the pushwire at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.